Event description:
It was reported that the patient experienced symptoms of infection, including fever, and reported feeling ill after an episode on (B)(6) 2026 when the incision at the site of the test extensions began to bleed. Based on the clinical decision, the leads and extensions were removed. There were no known environmental, external, or patient factors contributing to the issue, and no further diagnostics or troubleshooting were performed beyond the removal. The patient was alive with no injury at the time of the report; the issue was resolved. It was noted the patient¿s medical history included diabetic neuropathy. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead, ubd: 07-aug-2029, UDI#: (B)(4); product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead, ubd: 07-aug-2029, UDI#: (B)(4); product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type extension, ubd: 10-jul-2029, UDI#: (B)(4); product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type extension, ubd: 27-mar-2029, UDI#: (B)(4) g2 country: portugal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.